Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 04/26/2017 software engineering analysis of patient logs indicated the hardware was not responding. Return requested. Replacement scu camera shipped to site 04/26/2017. Medtronic investigation of returned suspect scu camera finds that when connected to a known good system the scu was found to have normal function. A check of the event log did not reveal any adverse events. No problem found. Device found to be fully functional. Return requested. Replacement pcu camera shipped to site 04/26/2017. Medtronic investigation of returned suspect pcu camera, when connected to a known good system the psu was found to have normal function. Instruments tracked throughout the volume without issue. A check of the event log did not reveal any adverse events. The psu passed an accuracy test (aak) at .10 mm with a passing threshold of .35 mm. No problem found. Device found to be fully functional. On 05/01/2017 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. The polaris spectra system control unit (scu) and positioning sensor unit (psu) were replaced on the navigation system. Issue resolved. System performed as intended.

Event description:
A medtronic representative reported that, while setting up for a spine fusion procedure, that the site's navigation system experienced toolcards showing red x. The site indicated the toolcards all looked normal, then approximately an hour later when the surgeon entered the room, they noted all the toolcards had a red x on them. In trouble-shooting, re-booting the software restored normal function. Issue resolved. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.